Event description:
Additional information received reported the patient had terrible pressure like a bladder infection. They couldn't walk and they didn't know what it was so the doctor gave them a prescription and told them to turn it off. It was now cleared up so they needed to turn the stimulation back on. It was noted that this pressure on their bladder started about 2 weeks ago and said it was sometime in (B)(6). It was stated they had stimulation turned off since (B)(6) 2016, and they became "incontinent the last 4-5 days." It was stated that when the patient put the antenna paddle against their implant, they said that it hurt. It was indicated the patient was unable to communicate with the implant and was getting the poor communication screen with or without the antenna.

Event description:
Patient called back on (B)(6) 2016 stating that she would like to turn the implant back on. Patient noted she has been ok regarding symptoms since turning off the implant and that she had been given cipro as well. Patient clarified that the discomfort she previously reported was like the stimulation being too high and that turning the implant off resolved the issue. Patient confirmed turning the implant on and was on program 1 at 1.v. Patient stated she then felt stim which eventually went away.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they shut their stimulation off 2 days ago because they felt pain in their bladder so bad that they couldn't sit, lie down, or walk. It was stated that even with the stimulation off, the felt pressure in the bladder last night. The patient was going to turn stimulation back on. There were no trauma or falls related to the reported issue. It was noted that the symptoms were sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.